Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the co2 is failing. There was no patient involvement. It was reported that the device was in clinical use, however there was no reported adverse event to the patient or user.